Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the console was exchanged. The device had been through high burn in, low burn in, battery maintenance, several reboots, and power cycles however the event could not be duplicated during testing. The front label and top cover were physically damaged.

Event description:
It was reported that the centrimag console had a booting error.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.